Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the alarm led failed in a v60 device. The device was not in use at the time of the event. No patient or user harm was reported. The field service engineer (fse) confirmed the issue that the alarm led failed. The fse replaced the power switch to resolve the issue. The device was fully functional after the power switch was replaced.